Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was unable to be interrogated. It was noted a magnet was applied and the tones were not audible. Technical services (ts) was consulted and provided troubleshooting suggestions, however the patient had already left the clinic. Ts advised for the patient to contact the latitude care support team for support. Additional information was received advising the patient's daughter called in to discuss connectivity with the communicator and a yellow call doctor icon was shown and connection was not successful. Ts recommended the patient to be evaluated in-clinic for further evaluation to confirm the device can deliver programmed therapy. At this time, the device remains in service. No adverse patient effects were reported. Additional information received this ICD was explanted and replaced successfully with no complications. The explanted device will not return for analysis. Outside of the surgical procedure, there were no adverse patient effects.

Manufacturer narrative:
H1 field correction - type of reportable event from malfunction to serious injury. Report number: 2124215-2025-35627.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was unable to be interrogated. It was noted a magnet was applied and the tones were not audible. Technical services (ts) was consulted and provided troubleshooting suggestions, however the patient had already left the clinic. Ts advised for the patient to contact the latitude care support team for support. Additional information was received advising the patient's daughter called in to discuss connectivity with the communicator and a yellow call doctor icon was shown and connection was not successful. Ts recommended the patient to be evaluated in-clinic for further evaluation to confirm the device can deliver programmed therapy. At this time, the device remains in service. No adverse patient effects were reported. Additional information received this ICD was explanted and replaced successfully with no complications. The explanted device will not return for analysis. Outside of the surgical procedure, there were no adverse patient effects.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was unable to be interrogated. It was noted a magnet was applied and the tones were not audible. Technical services (ts) was consulted and provided troubleshooting suggestions, however the patient had already left the clinic. Ts advised for the patient to contact the latitude care support team for support. Additional information was received advising the patient's daughter called in to discuss connectivity with the communicator and a yellow call doctor icon was shown and connection was not successful. Ts recommended the patient to be evaluated in-clinic for further evaluation to confirm the device can deliver programmed therapy. At this time, the device remains in service. No adverse patient effects were reported.